Manufacturer narrative:
Device evaluation: result of investigation: a vyaire field service representative (fsr) went onsite and evaluated the ventilator. Performed a preventive maintenance service on the unit. Installed a new main board and calibrated the unit to perform to manufacture specifications vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. At this time, the suspect device has not been returned for evaluation. Therefore, no root cause could be determined yet.

Event description:
The customer reported to vyaire that the vela ventilator experienced transducer fault. At this time, there is no information regarding patient involvement on the reported event.